Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. On (B)(6) 2018 additional inaccuracies were reported for the same sensor session, however exact cgm and bg values were not provided. Reportedly, calibrations were entered into both cgm devices. No additional event or patient information is available. Data was received for evaluation, but confirmation of the complaint was undetermined. The probable cause could not be determined via data. Labeling indicates: do not enter your bg values into both devices: only enter your bg value into your app or your receiver.